Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported that "the patient applied for a routine examination, a routine ultrasound of the glands was scheduled, where the implant was diagnosed as ruptured, magnetic resonance imaging (MRI) of the glands was also conducted, where the implant rupture on the left was diagnosed." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported that "the patient applied for a routine examination, a routine ultrasound of the glands was scheduled, where the implant was diagnosed as ruptured, magnetic resonance imaging (MRI) of the glands was also conducted, where the implant rupture on the left was diagnosed." The device has been explanted.